Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the implantable cardiac monitor exhibited undersensing resulting in false pause episode. Programming changes on the maximum sensitivity was suggested; no changes or interventions were made. There were no patient consequences.